Event description:
The field engineer reported that the system was not producing x-ray and no images were being displayed. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber assembly board was replaced. The system was then found to be operating as intended.